Event description:
A report was received that the patient was having difficulty charging her ipg. X-rays confirmed the ipg had flipped in the pocket. A pocket revision has been recommended.

Event description:
A report was received that the patient was having difficulty charging her ipg. X-rays confirmed the ipg had flipped in the pocket. A pocket revision has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision. The physician simply flipped the ipg in the pocket and closed the patient up. The patient is reportedly doing well following the procedure.